Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off when removing it from the injection site. The following information was provided by the initial reporter: "needle breaks when removing from the injection site."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off when removing it from the injection site. The following information was provided by the initial reporter: "needle breaks when removing from the injection site."

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1173312. All inspections were performed per the applicable operations qc specification.